Event description:
This event was reported as endocarditis, source unknown with vegetations on native aortic valve, shortness of breath, congestive heart failure with dehiscence of the valve from the annulus. The patient was treated with antibiotics prior to reoperation and also had renal failure. No further information was provided.